Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device failed the leak test due to a slice on the cable. The customer's originally reported issue of spots on the image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their hd autoclavable camera head device produced spots on the image. The reported issue was found in preparation / prior to sedation for an unknown diagnostic procedure. Upon the receipt and inspection of the returned device, it was discovered that the device failed the leak test due to a slice on the cable. There were no reports of patient or user harm associated with this event. This report is being sent to capture the reportable malfunctions both initially reported as well as discovered during the device evaluation.